Event description:
It was reported that the patient presented in the operation room for a device replacement surgery. During procedure, it was noted that the right ventricular lead had a frayed insulation. The lead was capped and replaced. The patient was stable during and post procedure.